Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was completed and no non conformances were found. Because the device was not returned to mmdg for evaluation, no investigation could be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the pump would indicate it was running but that it did not infuse any formula. Mmdg did make multiple attempts to follow up with the initial reporter and obtain additional information, but those attempts were not successful. No patient harm was reported. Complaint- (B)(4).